Event description:
It was reported that the patient was lethargic and had headaches and pain. The patient's spouse felt the pump was not working. The physician had tried different drugs and doses. The physician did not believe the issue was with the pump. The patient did not want the pump off. The physician confirmed they would be setting the pump to minimum rate mode. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient could not move.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product typ programmer, patient; product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product typ catheter; product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product typ catheter (B)(4).

Manufacturer narrative:
(B)(4).